Event description:
During a repair of an endo-leak, the user experienced difficulty withdrawing the catheter through the introducer and the balloon was damaged in the process. An inflation device was not used. A second catheter was hand injected using a syringe. An inflation device was not used and during the process the balloon ruptured. The type of rupture was not known (longitudinal/circumferential). The samples were discarded. The user/facility was contacted on 2/28/01. The pt suffered no adverse effects as a result of this occurrence. No add'l info could be provided.